Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The rotor tractor drive was replaced, as it was found that a rotor slip was allowing the dingus to continually be off by one tooth. It was noted that the rotor tractor drive encoder failed testing. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry doors were unable to be closed. The manufacturer representative stated that they could not physically close them all the way. It was noted that a 3d spin was performed and they went to open the gantry, but a loud noise was heard from the gantry. The manufacturer representative tried to close the gantry and discovered a visible gap. It was further reported that the most likely cause of the gantry door not closing was suspected to be due to the rotor tractor drive failing the slip test, which meant that the encoder was failing, so the rotor may have been in an unknown position. The manufacturer representative stated that no other manual method was attempted in order to resolve the issue. It was noted that the rotor tractor was returned for failure analysis. There was no delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
H2) additional information: d10 updated. H3) analysis on the returned tractor drive motor shows that it failed bench testing and internal signal wires are shorted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Continuation of d10) product ID: bi71000192, lot #: rev. 1 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.